Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding air in the patient line. The tsr advised the cg to start over with new supplies. The cg would continue to use the current setup and call back if an alarm occurred. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information.